Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The rep informed the customer of the system's limited storage space and the auto swap mode. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not save the images. No pt injury was reported.